Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the home choice (hc) during use during fill 4 of 6. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and there were no patient line extensions being used. The patient had not disconnected prior to the alarm. The caregiver (cg) noticed that the line was twisted earlier and she said that she thought that she did not connect bag tightly. Solution got onto the floor. The baxter technical services representative (tsr) had the cg cycle the power off and on. The alarm log showed that a system error 2240 had occurred. Proper procedures were reviewed with the cg, and the patient would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was confirmed. The root cause was loose connection. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4).the event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.